Event description:
Customer reported the adc device would not power on with button press and customer was therefore unable to test. Customer experienced a loss of consciousness. Ambulance was called and upon their arrival, a reading of 30 mg/dl was obtained on their meter and customer was treated with glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. The reader power on with button depression. Therefore this issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). Section h4 (device mfg date) were updated based on returned product download. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre reader, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc device would not power on with button press and customer was therefore unable to test. Customer experienced a loss of consciousness. Ambulance was called and upon their arrival, a reading of 30 mg/dl was obtained on their meter and customer was treated with glucose. There was no report of death or permanent impairment associated with this event.